Manufacturer narrative:
The reported failure was confirmed. According to the investigation, foreign object blocked was found in the device during the investigation. The root cause could not be identified. Based on the results of the investigation, the investigation findings did not lead to a clear conclusion about the cause of the reported event found during investigation. . Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects clogged in the scope channel. There was no patient involvement.